Event description:
The device was used during an unknown procedure. The device jammed. There was no consequence to the pt.

Manufacturer narrative:
D5:h4:d6: information unavailable.h6: code 100(other): the instrument was received with an inverted staple jammed in the cartridge nose, which was removed. The instrument then cycled and fired the remaining 5 staples without incident. The inverted staple was due to an assembly error. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to an inverted staple in the cartridge nose, which caused the instrument to jam. The instrument was received with an inverted staple in the nose. The inverted staple was removed from the nose and the instrument was cylced and fired the remaining 5 staples without incident. It was concluded that the inverted staple was caused by an assembly error during the loading of the cartridge. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.